Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) lost EKG/fiber optic signal while in use on a patient. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported "ECG signal loss" issue. The fse tested both the iabp and the ECG cables and both passed all tests. However, the fse found that the fiber optic port was broken/smashed, and could not detect the fiber optic waveform with the fiber optic balloon. To fix the issue, the fse replaced the fiber optic connector and then proceeded to perform all calibration, functional, and safety tests and all passed to meet factory specifications.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) lost EKG/fiber optic signal while in use on a patient. No patient harm, serious injury or adverse event was reported.